Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported liquid crystal display (lcd) issue which was reproduced as a white screen. The reported lcd issue was verified and found to be caused by a failed lcd. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the liquid crystal display. There was no patient involvement. No additional information is available.